Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited increasingly higher thresholds. The lead was capped but not replaced. No patient complications have been reported as a result of this event.